Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 543 mg/dl. Customer also stated that they experienced blood glucose level on another level that was 565 mg/dl. Customer when going to change the cannula they experienced the blood glucose level of 500 mg/dl. The insulin pump will not be returned for analysis.